Event description:
The initial reporter received questionable elecsys vitamin b12 ii results for one patient tested with a cobas 6000 e 601 module. The patient's initial vitamin b12 result was reported outside the laboratory. Allegedly the reported result did not match the patient's history and the customer performed repeat testing. The patient's initial vitamin b12 result was 50 pg/ml with a data flag. The patient's first repeat vitamin b12 result was 300.5 pg/ml. The patient's second repeat vitamin b12 result was 313.9 pg/ml. The vitamin b12 reagent lot number was 56913801 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. A general reagent issue could be excluded. The investigation reviewed the system's alarm trace and found no abnormalities. The field service engineer performed a hardware check and had successful results. The investigation did not identify a product problem. The cause of the event could not be determined.